Event description:
It was reported by the customer that a pyxis anesthesia es system was down. The customer stated that this malfunction occurred while dispensing medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not detected on bus. A field service engineer performed power cycle to the station, installed 1x control engine 1.5, replaced mini drawer controller and reconfigured to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.